Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged multiple sinus and chest infections to the point of coughing up blood spheres. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.